Manufacturer narrative:
Device evaluation: the product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. The risk management files and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. No labeling change is required. The review of the device history record (DHR) for ellips fx phaco handpiece showed that there were no related issues or related non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The handpiece is working within j&j specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported ellips fx phaco handpiece system, model 690880 was running hot. There was no reported patient involvement/injury.